Event description:
It was reported that the trailing haptic of the preloaded monofocal intraocular lens (iol), model diu150, the trailing haptic became stuck in the injector. The physician was able to release the haptic using a secondary instrument and successfully implant the lens; however, the haptic appeared slightly deformed/straightened. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6 : unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to (B)(6) 2026. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. Section e1: (email address): unknown/ not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.